Event description:
It was reported that during implant procedure, patient's left ventricular (lv) lead failed to advance in the header of the implantable cardioverter defibrillator (ICD). The lv lead and ICD was not implanted, and the procedure was completed using an alternate lead and ICD on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of lead failed to advance in header of the device was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies at the connector region or throughout lead body. Dimensional analysis found the diameters of the connector pin, connector ring electrodes, and the connector seal zones were within specification. The lead could be fully inserted inside the associated device and returned connector sleeve. Electrical testing did not find any indication of conductor fractures or internal shorts. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.